Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6)-2010 this humapen memoir device was returned and found to have missing segments and stripes in the display. The humapen memoir is associated with product complaint (B)(4)/ lot 0712c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4)-2010. The device use was not continued. Update (B)(4)-2010: additional information received (B)(4)-2010 via global product complaint database.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2010, this humapen memoir device was returned and found to have missing segments and stripes in the display. The humapen memoir is associated with product complaint (B)(4) / lot 0712c01. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2010. The device use was not continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the user reported missing segments and reset mode in the memoir pen's display. The user returned the actual complaint device (lot 0712c01, manufactured december 2007) for investigation. A detailed investigation found a cracked lcd cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The investigation also determined that reset mode occurred as a result of a weak battery, not associated with an incident. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' (B)(4). There is no evidence of improper use or storage.